Manufacturer narrative:
Concomitant medical products: product ID: rs5200, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that while recharging the battery of his neuromodulator with his charger, the patient felt an intense burning feeling, localized on the neurostimulator. The patient told this happened about 15 days ago but was not able to be more precise the neurostimulator has been implanted in (B)(6) 2022 (precise date unknown). It was not the first time he was recharging his neurostimulator; he was used to do it, always with a thin cloth between his skin and the recharger. It was noted that the surgeon will probably change the neurostimulator.